Manufacturer narrative:
D10: concomitant devices are unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 145 months after a right total hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear, revision surgery, blackened synovium, metallosis, dislocated hip, erosion into the socket, bone grafting, joint pain and swelling, instability, loss of mobility, and limited range of motion. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.